Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the implant hasn't helped with bladder control but also mentioned that within a few days of implant experienced a flare of ulcerative colitis and since then bowels have been affected. When asked, patient said that hasn't made any adjustments said that there is a note on programmer box that said on day of implant setting increased to 1.4 volts and patient said current setting is 1.5 volts. Reviewed therapy information and general programming guidance. Patient said that would like to turn stimulation off to determine if bowel symptoms subside. Patient also said that lately stimulation sensation has felt too strong and she hasn't made any adjustments. Reviewed icon meaning for 3037 and patient successfully turned stimulation off. Patient to monitor and track both bladder and bowel symptoms and provide update to hcp and ask for direction. The patient's relevant medical history included patient said that she has ulcerative colitis. Patient also asked if the lead could have moved. When asked, patient said has had many trips in which she tripson something and catches herself before she falls forward. The patient reported that since implant has lost weight and since sometime in 2020 when is lying down t he lead is uncomfortable, said can feel a bump. Patient also mentioned that can also readily see the neurostimulator as well. When asked, patient said has lost about 20 lbs., since implant. The patient was redirected to their healthcare provider to further address the issue.